Manufacturer narrative:
On 2/23/2021, the product investigation was completed. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation (afib), the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was "popping back" with leaking around valve, while being prepped for use. The sheath was replaced, and the procedure was continued. It was also reported that unknown errors stating "patches out of range" appeared on the carto 3 system, referencing both back and chest patch reference cables. The green and yellow cables were exchanged with ones from another system without resolution. The patch unit cable (serial #: (B)(6) was exchanged and the errors resolved. The case was continued successfully. No patient consequences were reported. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since physical damage on the outer diameter were observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed for the finished device 00001486 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation (afib), the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was "popping back" with leaking around valve, while being prepped for use. The sheath was replaced, and the procedure was continued. It was also reported that unknown errors stating "patches out of range" appeared on the carto 3 system, referencing both back and chest patch reference cables. The green and yellow cables were exchanged with ones from another system without resolution. The patch unit cable [serial #: (B)(4)] was exchanged and the errors resolved. The case was continued successfully. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the reported issue with the hemostatic valve will be conservatively reported as ¿hemostatic valve separation¿ for the ¿popping back¿ which most likely is related to a valve dislodgement inside the hub when inserted the dilator. Additionally, the biosense webster product analysis lab confirmed upon visual inspection of the returned device that the hemostatic valve was dislodged from the hub. The hemostatic valve dislodgment is MDR-reportable.